Event description:
It was reported by the patient's audiologist that the patient experienced intermittent popping in her right implant. The patient indicated popping in her right implant. The patient indicated that this began approximately 2-3 months ago, but has gotten worse. When the popping is present there is diminished speech understanding. The speech processor was exchanged but the popping was continued. On (B) (6) 2009 the audiologist changed the cable and the coil without a change in popping sensations. Testing results were not significantly different from previous recordings.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.